Event description:
It was reported that the patient presented in the clinic. Upon interrogation, an auto mode switch episode and inappropriate decreased rate were noted. A device download was unsuccessful. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.